Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Console logs from the reported day of event are consistent with complaint and show an controller error alarm. The console was sent back to field service for further investigation. The reported failure mode was not reproduced during testing. Additionally, upon inspecting, intermittent distortions in the signal (envelope/fringe) were observed, while the measured "5s" parameters. The root cause of the controller error was due to a firmware issue. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that a cp pump was used to support a patient undergoing high-risk percutaneous coronary intervention. During support, the optical signal on the automated impella controller (aic) shockwave was lost. Despite this, the pump remained in use for continued support. No patient harm was reported.